Event description:
The customer reported that during a tracheostomy performed before a neck surgery, the resection was done with an electrosurgical hand piece. The patient was being ventilated with pure o2 when a tracheal fire started and burned the tracheal tube. The combustion of the tube and the tracheal gas caused an extensive burn to the patient. The operation was stopped. The patient was sent to critical care.

Manufacturer narrative:
Date of initial report: 09/09/2009. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.